Event description:
The wheel is allegedly broken on the trex2 wheelchair. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model trex2 manual wheel chair - serial number/date code unknown has an unknown age. The user manual part number 1110546 was issued with this device. It is unknown if the consumer has fully read nd understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.